Event description:
The hcp reported a "failed catheter" with a lack of flow. The catheter was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.